Event description:
Rptr had lasik eye surgery. Foreign material was deposited into eye during the surgery, which resulted in a massive inflammation and severe hyperopic shift because enzymes from the inflammation digested corneal tissue. A second procedure was done with the visx star s2 laser, and significant irregular astigmatism was induced by the laser.